Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-00329. It was reported the patient discontinued using his scs system approximately a year ago due to ineffective pain relief in his low back (date of event unknown). The patient also stated needing an MRI for unrelated issues. Subsequently, surgical intervention was undertaken to explant the entire system.